Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The customer's blood glucose was between 130 and 140 mg/dl. Customer was unable to troubleshoot at the time of reporting, as this was a past issue. It was stated the customer changed the set during one no delivery occurrence, and cleared the alarm for the other occurrence. For the second no delivery, he continued to use the same set until the next set change was due. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.